Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
When the bone screw (2.7mm) was inserted into the screw hole of the plate (54-25442s), the scraped piece was fell. The scraped piece was removed from the patient body and the screw and plate was implanted. The surgeon want to know what foreign matter was scraped.